Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation based on the device analysis grid, the assessments of the complaint are: raynauds phenomenon-ndr: unable to observe as it is not related to the device. Varied injuries-ndr: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Additional observations: split in patch area due to a workmanship.

Event description:
Patient reported having experienced ¿raynaud's phenomenon, ringing in the ears (varied injuries), and blood pressure problems (varied injuries). Side was unspecified, this record is for the left side. Events of varied injuries are deemed not device related. Patient noted a history of raynaud's phenomenon which is also deemed not device related. Later patient reported left side rupture confirmed with MRI. Later healthcare professional confirmed left side rupture confirmed with MRI. No treatment or surgical reoperation has occurred, device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Fi summary: DHR for shell run numbers: 67652, 67724, 67737 did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. See 67652 run, 67724 run, 67737 run. Review of DHR for work order: (B)(4) did not identify any deviations, errors, or omissions during manufacturing process that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. See ¿1748089 router¿. The DHR assembly report from oracle was verified and 1 device was scrapped during the assembly process (crease bond area) which is not related to the reported event. See 1748089 assembly DHR report master. In addition, the gel-implant and sizer vulcanizer equipment log document was verified and all parameters (temperature-time-pressure) during the patch vulcanization process met the specifications. The material test records for patch, 40 mm and sheeting unvulcanized .020 were verified per the corresponding procedures, visual and physical inspection were performed, and all components were noted conformant during the testing. See " 1100040562 and mtr, 1100041027 ¿. The review of the documentation associated with the manufacturing process indicates that all devices with lot number: 1748089 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed. Additional, changed, and/or corrected data.

Event description:
Patient reported having experienced ¿raynaud's phenomenon, ringing in the ears (varied injuries), and blood pressure problems (varied injuries). Side was unspecified, this record is for the left side. Events of varied injuries are deemed not device related. Patient noted a history of raynaud's phenomenon which is also deemed not device related. Later patient reported left side rupture confirmed with MRI. Later healthcare professional confirmed left side rupture confirmed with MRI. No treatment or surgical reoperation has occurred, device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24jan2011. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having experienced ¿raynaud's phenomenon, ringing in the ears (varied injuries), and blood pressure problems (varied injuries). Side was unspecified, this record is for the left side. Events of varied injuries are deemed not device related. Patient noted a history of raynaud's phenomenon which is also deemed not device related. Later patient reported left side rupture confirmed with MRI. No treatment or surgical reoperation has occurred, device remains implanted.